Manufacturer narrative:
Patient required additional anesthesia. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Event description:
It was reported that the cement mixed under the vacuum, but hardened before it was able to inject the mixture. The issue caused a delay that required additional anesthesia for the patient. No further details are known at this time.